Manufacturer narrative:
Corrected data: manufacturer contact was filled out incorrectly on the initial report.

Event description:
Follow-up revealed a replacement charging system was sent to the patient and was able to address the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is no longer able to communicate with her charging system. In turn, the patient lost stimulation over time. A company representative attempted to troubleshoot the issue via use of a spare charging system but was unsuccessful. As a result, the patient's ipg is believed to be inoperable. The patient may undergo surgical intervention to address the issue.